Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was in surgery for a suspected pump end bend relief fracture. A decision was made to exchange the lvad pump with another lvad pump. The pt is doing well post exchange.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.